Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, intermittent audio alert on g5 mobile app occurred. Data was returned and evaluated. The reported event of intermittent audio alert on g5 mobile app was not confirmed via data. A probable cause could not be determined. No additional event or patient information is available.